Manufacturer narrative:
Follow up #1 09/09/2014. Device evaluation: the device has been returned and evaluated by animas on (B)(4) 2014 with the following findings: an error 1 code was observed immediately when the returned meter was powered on. The meter could not be paired with a pump as a result of this error code.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a meter error issue (error 1) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.